Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer states they sweat a lot and placed the pump in their pocket. The customer's blood glucose level was 143mg/dl. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis. The pump was received with blank display due to moisture damage on the electronic assembly. The pump was received with minor scratched display window, cracked reservoir tube lip.